Manufacturer narrative:
The pt remains ongoing and no further issues were reported. The manufacturer is attempting to acquire the device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the threaded connector of the battery clip housing was loose. The hospital staff had checked the battery clip for this issue back in october and the battery clip passed inspection at that time. The battery clip was replaced without incident. No further issues were reported.